Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main board and upper case with keypad. Visual inspection did not reveal any anomalies. Bench analysis found that the device powered up normally with both the board and the keypad in use. Additional analysis revealed contamination around the trace layer of the doo button, contamination was also observed on the metal dome. The device log indicated a stuck doo button and release of doo button on several power cycles. Conclusion: the reported event was confirmed, there was evidence of fluid ingress causing intermittent operation.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the keypad door button was out of specification, intermittently. It was also noted that the main printed circuit board (pcb) was out of electrical specification, the display wires were pinched, the encoder switch assembly was twisted and encoder nuts were not torqued to specification and one case screw was contaminated.

Event description:
It was reported when device is turned on it says error, button press detected please release button. Batteries were removed for one minute, batteries were replaced, and device was turned back on. This did not clear the message. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.